Event description:
It was reported that a patient presented with a rod broken in two places approximately 22 months following scoliosis correction surgery. The spine was fused with the exception of a hairline fracture of non-union next to the breaks. One of the rod break points was in the head of the screw. The physician attributes the breakage to screw head placement in the rod of a faulty implant and the potential micromotion leading to second fault in the construct.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10280, and 1526439-2014-10281.